Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and a "call tech support" error message was observed on the receiver screen. Receiver was unable to communicate with global communication tool. Receiver data logs were unable to be downloaded. The customer complaint was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient reset the device and the issue was not resolved. At the time of contact patient did not report any injury or medical intervention.